Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported "valve delaminated from shell-partial."

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: delamination, crease flat, opening crack. Leak test was performed and found delamination and opening crack on diaphragm valve. A microscopic analysis was performed which identified opening crack, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Delamination was observed; however, it is not considered workmanship because the device was explanted." Reason for reoperation: delamination.